Event description:
It has been reported to us that during the procedure, a dissection of the vessel was noticed while the guiding catheter was inserted into the pt. The physician inserted the guide catheter into the pt. The physician inserted a pre-dilatation balloon and performed dilation on the artery; however, a dissection of the right coronary artery was noticed. The physician inserted a stent to treat the dissection. The case was completed and pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore an engineering analysis of the subject device cannot be performed. A review of the device history could not be performed as the lot number was unk. Device discarded - not returned for eval. The event has not been confirmed; no product was returned for eval.